Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion in the lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. It is reported that the stent dislodged in the guide catheter during delivery to the lesion. The dislodged stent was then removed from the patient by pulling out the guide catheter. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent delivery system and loose stent were returned . Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The returned stent was deformed, with struts stretched and overlapping. No deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.